Event description:
It was reported that a pump stopped unexpectedly without any apparent reason. There was no reported impact on the customer¿s blood glucose level. Technical support found no alerts or alarms during the pump system check and confirmed the pump was in working condition. However, due to its malfunction listing, the pump was replaced, and arrangements were made for its return and replacement. No further information was available about the customer¿s actions or outcomes following the event.